Event description:
The treated patient reported symptoms of teeth loss (unknown teeth) and oral surgery. It is unknown if the patient required any further additional medical intervention or medications to alleviate the reported symptoms. The treated patient said had to stop the use of the product.

Manufacturer narrative:
The current instructions for use (IFU) state the following: "contraindications, the invisalign system is contraindicated for use in patients with active periodontal disease. The potential root cause of this event is unknown. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth los and oral surgery (permanent damage). And the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.